Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 111 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump has minor scratched display window, cracked case at display window corner and with cracked reservoir tube lip.